Manufacturer narrative:
Based on the current information provided, isi has not determined the root cause of the patient¿s operative complication. It is unclear as to why the surgical staff attempted to use the mcs instrument without a mcs tip cover accessory installed. The instrument and accessory manual provides the following warning: ¿warning: failure to install the tip cover accessory properly may result in: improper scissor opening. Tip cover accessory falling off. Electrical arcs and alternate site burns. Isi has made further attempts to contact the site to obtain additional information regarding the reported event. However, as of the date of this report, no new information has been obtained. The following information is unknown: the date of the reported event, the name of the surgeon who performed the surgical procedure, the location of the burn injury, and the part/lot numbers of the mcs instrument. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted gyn procedure, the patient sustained a burn injury that required additional medical intervention. Although there is evidence that the mcs instrument was misused during the case since the device was used without a mcs tip cover accessory installed, the root cause of the intra-operative complication is unknown at this time.

Event description:
It was reported that during an unspecified da vinci-assisted gyn procedure, the patient sustained a burn injury while the surgical staff was using a monopolar curved scissors (mcs) instrument. According to the initial reporter, the surgeon was using the mcs instrument without a mcs tip cover accessory installed. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), the orange area of the mcs instrument was exposed and had touched the patient¿s anatomy. No further clinical information was provided. At this time, the root cause of the operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. On 12/14/2018, isi contacted a robotics coordinator from the site who was aware of the reported event. He indicated that the patient required additional unspecified medical intervention as a result of the reported burn injury. The robotics coordinator did not have additional information to provide regarding the reported event.